Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was discomfort at the battery site while the patient was diving down 10-15 feet when snorkeling in (B)(6) 2017. No further complications were reported.